Manufacturer narrative:
Complaint confirmed. The distal extremity of the device was found to have broken off from the device. The most likely cause of failure is prying or leveraging the device while in use or when striking the proximal extremity.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a left revers tsa procedure, the tip of the ar-9624, glenosphere inserter broke off as the surgeon was impacting the glenosphere. The glenosphere was screwed on to the impactor and inserted per surgical technique. Once the taper connection was achieved the device was impacted with a mallet. The inserter was unscrewed, removed and it was at that point the issue was discovered. The glenosphere was tested with a grasper to see if it was a tight fit. It was confirmed that the fit was solid and did not move. The broken piece is seated in the glenosphere, and remains implanted in the patient. Humeral preparation and implantation was carried out per surgical technique the rep stated there were no attempts made to remove the broken fragment. There are no x-rays available. The bone quality was medium. The remaining portion of the ar-9624 will be returning to arthrex for evaluation.